Event description:
I was prescribed a philips dream station CPAP machine in 2018 after results from a sleep study showing I had sleep apnea and I would require a CPAP machine to sleep thru the night. After using the machine for approximately 3-4 months I was having difficulty breathing with it on because it felt as if I were sucking dust. I would complain to the representatives that called monthly and their response would be "don't worry honey just keep on using it and it will get better". Well, it didn't get better. It has gotten worse. Then in (B)(6) 2020 I moved to (B)(6) and was prescribed another CPAP machine and it was the newest model of the dream station CPAP machine. I was happy to get another one thinking I wouldn't have the same problem like before. Well once again it has gotten worse. Yesterday I was diagnosed with copd. I sent my machines back to philips and expected to at least receive an email verifying philips received them. Still no response. It's been over 4 years since I have heard anything from philips or the FDA. I received several recall letters from the FDA. Pt code: 2099. Device code: 2954. Ref report: mw5177775.